Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during treatment and the machine prompted with m30 balloon valve leak alarms. Upon follow-up, the patient stated on (B)(6) 2023 they noticed a puddle of fluid on the floor by where the cycler cart sits the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door. The patient reported that each day the cassette was checked and was dry at the beginning of treatment. The patient confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the patient confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using manuals to complete treatments. The patient contact confirmed a replacement cycler has been received, and the patient will continue use of the replacement cycler tonight. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak occurred during treatment and the machine prompted with m30 balloon valve leak alarms. Upon follow-up, the patient stated on (B)(6) 2023 they noticed a puddle of fluid on the floor by where the cycler cart sits the morning after treatment was completed. Despite the fluid discovered, patient confirmed that no fluid leak was experienced from the solution bags used during treatment. The patient stated no moisture was discovered on the external of the cassette or in the cassette area, and confirmed a leak was not noted from the cassette area and the cassette did not appear damaged. No fluid was observed on top of the cart. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door. The patient reported that each day the cassette was checked and was dry at the beginning of treatment. The patient confirmed no fluid leak occurred from the heater bag on top of the heater tray. Additionally, the patient confirmed the heater and supply bags and connections never leaked during the reported event and no issues were noted with the solution bags. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using manuals to complete treatments. The patient contact confirmed a replacement cycler has been received, and the patient will continue use of the replacement cycler tonight. The patient confirmed that the cycler set used was no longer available for return to the manufacturer for physical evaluation.